Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. Additional information: after internal imaging review of procedural tee/fluoroscopy, there is evidence of the 48mm evoque valve was deployed too ventricular with the septal and anterior sides below the tv annulus (>10mm) requiring a valve in valve (viv). Most of the anchors appear near the annulus by limited visualization. The final transvalvular tr is trace and the final pvl is trace. Cannot confirm any device related issues or malfunction. The major root cause for valve deployed to ventricular identified from imaging is procedure related: suboptimal trajectory and depth. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images based on the complaint investigation, the complaint for valve deployed too ventricular was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Internal imaging review confirmed the low deployment of the evoque valve and identified challenging trajectory and depth as potential root causes. Valve settling events such as valve deployed too ventricular and valve deployed too atrial may be caused by a variety of factors such as minor subvalvular interaction that causes a drop immediately upon deployment. Additionally, these events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The delivery system was positioned centrally and coaxially within the native tricuspid valve, with the capsule gap aligned to leaflet excursion and anchors peaked appropriately. Mpr confirmed full circumferential leaflet capture. At the first inflection point, anchors were evenly approaching the hinge points, allowing progression to full ventricular expansion. Lateral anchors were noted to be more atrial than septal, prompting counter clocked (ij access) to lower the lateral anchors and align the septal anchors. Mpr and 2d biplane imaging confirmed secure seating at the hinge points prior to atrial expansion. The blue knob was advanced halfway, the nose cone retracted, and anchor heights verified. After completing blue knob and upon release, the anterior/septal segment of the valve immediately dropped. Anchor to annulus measurements showed a 12-13 mm distance on the anterior/septal side and 0-5 mm on the posterior and lateral sides, with moderate pvl in the anterior-septal region. Femoral access was obtained, and two snares were used to elevate the anterior/septal portion while stabilizing the posterior-lateral side utilizing the locking tabs on the crown of the valve. Snaring from the ij provided improved leverage, elevating the anterior/septal region and reducing pvl. A 29-mm valve was deployed within the evoque frame, with snare release prior to full expansion which resulted in a stable valve and trace posterior pvl. No patient injury occurred, and the patient remained stable and is doing great. Post operative tte shows a stable valve with no visible pvl. Imaging limitations were a constrain for the procedure, but no anatomic sealing impediments or leaflet pinning were observed. The valve expanded symmetrically during both ventricular and atrial phases, and volume status was optimized. The interventional team noted that annular scar tissue or unusual tissue properties in the anterior/septal region likely related to three prior open heart surgeries and the mechanical mvr sewing ring may have reduced annular retention forces, especially in the presence of flail/billowing leaflet. CT also demonstrated unusual subvalvular tissue beneath the anterior/septal annulus.